Event description:
The following was reported to davol by the pt's attorney: (B)(6) 2003 - the pt was implanted with a kugel patch during a hernia repair in the pt's left groin. It was reported that the pt experienced abdominal, and groin pain at operative site. The pt subsequently underwent surgery to remove lymph nodes in her left groin, pt continued to suffer from inflammation and infected lymph nodes in left groin region. The attorney's report alleges disability, severe pain, infection, additional surgery.

Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. The pt's attorney did not allege a specific device failure and medical records have not been provided. It is alleged that the pt was treated for infection which is a known possible adverse reaction listed in the IFU. We have contacted the initial reporter to request additional info and if available, to request return of the device for eval. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. This MDR includes all pt, event and device info davol has received to date. If additional event and/or eval info is obtained, a follow up MDR will be submitted.